Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): helix/lobe distorted/bent. According to the investigator the helix extension and retraction cannot be tested because the helix is extremely stretched.

Event description:
It was reported that during the implant procedure the lead was not used due to positioning difficulties and a non-operational helix. It was also reported that the lead may have damaged the patient's tricuspid valve because the helix could not retract. The patient's status was reported as "good". The device was not implanted.